Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore under the vibration box and a pressure ulcer under the rear therapy electrodes. There was no alleged device malfunction contributing to the irritation. A nurse placed a thin dressing over the sore. Follow up indicated that the irritation remained the same.